Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped and alarmed during a procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched onsite to investigate. The reported issue could not be confirmed. The device worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified.